Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: after reviewing the call it was noticed that the verbiage used in the event description was slightly incorrect. Stated in the event was "two clips that was used were not forming properly. A third clip was used" which should have been: two clip appliers that were used were not forming properly. A third clip applier was used to complete the procedure. Surgeon reported that the posterior side of the clip applier was deflecting- causing the proximal half of the clip to drop from the jaws resulting in only half of clip forming. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the cholecystectomy procedure, the two clips that was used were not forming properly. A third clip was used to complete the procedure. No patient consequences.